Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/26/2015.

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: sleeve gastrectomy.according to the reporter:surgeon experienced a staple line leak. Patient had pneumonia and came in a few weeks later. The hospital performed a cat scan and discovered the leak. A drain was put in to correct the leak.